Event description:
It was reported by customer that a patient expired and would like to have the rad-8 device evaluated. Customer stated that she did not know whether the device was being used. No additional information at this time.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.